Event description:
The patient reported that she is experiencing irritation and bumps around her infusion sites. She contacted her physician and was advised to try new sites as the physician felt that she may be using her sites too often. The patient did not report any blood glucose concerns. The patient reported the proper site cleansing and insertion technique. The product was requested to be returned for evaluation.